Event description:
Patient presented for follow-up after implantation of stayfuse device. Radiograph at follow up revealed that the stayfuse intramedullary fusion device which consists of a proximal and distal portion separated within several days time after the original implant in 2006. The surgeon elected to remove the distal portion (sta-d1) and replace it with a larger size (sta-d2).

Manufacturer narrative:
Awaiting explanted device or lot information.